Manufacturer narrative:
Lake region and cordis lot number 01427228. Per lake region report c 11,281, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427228. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is 1 of multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00554, 3007628272-2011-50052, 3007628272-2011-50053, 3007628272-2011-50054, and 3007628272-2011-50055. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from (B)(4) for patient with ID # (B)(6) indicated that the procedure was coil embolization assisted with and enterprise vrd ((B)(4)) and orbits coils of the right intracranial vertebral artery, and approximately a week after the procedure, the aneurysm re-ruptured and the patient had a headache associated with the re-rupture. Coil embolization was conducted to embolize and occlude the parent vessel (i.e. Vertebral artery) by occluding the enterprise vrd ((B)(4)) lumen with embolic coils. According to the physician, the relationship of the events to the procedure was unrelated and to the vrd was also unrelated. Two weeks after the index procedure, a CT showed reopening of the parent vessel, and the action taken was a complete occlusion of the entire vertebral artery by placing an additional enterprise vrd ((B)(4)) and occluding the vrd lumen with embolic coils. The event outcome as of a month after the index procedure and events was recovered without sequel. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The lot numbers for the coils was not available, and complications during either procedure that may have contributed to the events.

Manufacturer narrative:
For the index procedure, the dissecting ruptured fusiform aneurysm neck was 11.9mm, and the neck to sac ratio was 11.9mm: 11.9mm. The parent vessel size diameter proximal was 2.6mm and distally was 1.9mm. For the 2nd procedure on (B)(6) 2011, re-ruptured fusiform aneurysm neck was 11.9mm, and the neck to sac ratio was 11.9mm: 11.9mm. The parent vessel size diameter proximal was 2.5mm and distally was 1.9mm. Mrs before the index procedure on (B)(6) 2011 was 4, one day after the index procedure was 4, before the 2nd procedure on(B)(6) 2011 was 4, one day after the 2nd procedure was 4, and on (B)(6) 2011 was 2. Antiplatelet therapy included; aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011. Heparin 4000u was administered intra-procedurally. For the index procedure, the act was 110 seconds pre anticoagulation and 262 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. For the 2nd procedure, the act was 128 seconds pre anticoagulation and 351 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. During the index procedure, prior to implanting the enterprise vrd, launcher (B)(4) (lot # unknown) (medtronic) , traxcess (terumo) were utilized. Other devices utilized during the procedure were an excelsior sl10 microcatheter (stryker), orbit galaxy coil ((B)(4)/ lot # unknown), orbit galaxy ((B)(4)/lot # unknown), and ed coils x4 (kaneka). During the 2nd procedure, prior to implanting the vrd, destination/ terumo, (B)(4) (lot # unknown), traxcess14/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10 /stryker, orbit galaxy x2 ((B)(4)/lot # unknown), orbit galaxy x2 ((B)(4)/lot # unknown), and deltaplush coils x4. No further information is available and procedural images are not available. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00554, 3007628272-2011-50052, 3007628272-2011-50053, 3007628272-2011-50054, and 3007628272-2011-50055. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report from the (B)(4) study indicated that approximately a week after an enterprise vrd (enc452812/01427228) assisted coiling of a vertebral artery aneurysm using orbit coils (640cx0408/lot# unknown x2 and 640cx0406/lot# unknown x2), the aneurysm re-ruptured. This was treated with coil embolization to occlude the parent vessel (vertebral artery) at the area of the lumen of the enterprise vrd. According to the physician, the relationship of the events to the procedure was unrelated and to the vrd was also unrelated. One week later, two weeks after the index procedure, CT demonstrated re-opening of the parent vessel. An additional enterprise vrd was placed along with coils to occlude the vrd lumen. The event outcome as of a month after the index procedure and events was recovered without squeal. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. At index procedure, the dissecting ruptured right intracranial vertebral fusiform aneurysm neck was 11.9mm, and the neck to sac ratio was 11.9mm: 11.9mm. The parent vessel size diameter proximal was 2.6mm. The distal area of the parent vessel was 1.9mm which is less that the recommended vessel size as outlined in the IFU. Modified rankin scale (mrs) score before the index procedure on was 4, one day after the index procedure was 4, before the 2nd procedure was 4, and one day after the 2nd procedure was 4. One month post procedure, the mrs was 2. Antiplatelet therapy included aspirin 100mg/day and clopidogrel sulfate 75mg/day. For the index procedure, the act was 110 seconds pre anticoagulation and 262 seconds post anticoagulation. During the index procedure, prior to implanting the enterprise vrd, a prowler select plus (606-s255x), launcher /medtronic, and traxcess /terumo were utilized. Other devices utilized during the procedure were an excelsior sl10/stryker microcatheter, orbit galaxy coil (640cx2535/lot# unknown), orbit galaxy (640cx2525/lot# unknown), and ed/kaneka coils x4. The occlusion rate of aneurysm was 100% after the procedure. For the 2nd procedure, the act was 128 seconds pre anticoagulation and 351 seconds post anticoagulation. The occlusion rate of aneurysm was 100% after the procedure. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01427228. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Aneurysm rupture is a known potential adverse event associated with the use of the enterprise vrd and orbit coils for embolization as outlined in the instructions for use. Based on the available information and the report that the aneurysm was 100% occluded both post index procedure and at the time of the follow-up procedure post aneurysm rupture, no conclusion can be made regarding the reported aneurysm rupture or following events. With review and based on the physician's report that the events were unrelated to the procedure or devices, although no definitive conclusion can be made; there are no identified issues related to any device manufacturing issues; therefore, no corrective actions will be taken at this time. This is 1 of multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00554, 3007628272-2011-50052, 3007628272-2011-50053, 3007628272-2011-50054, and 3007628272-2011-50055.